Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged low bg issue was verified, but the load fill tubing undefined issue could not be verified.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and that the insulin gauge was inaccurate and static. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.